Manufacturer narrative:
(B)(4). A sample was available at the plant for evaluation. Visual inspection revealed no non-conformances. A syringe was attached to the clearlink valve and a blockage was found on the unit, therefore the reported problem was confirmed. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a clear link valve in which flow was restricted during patient use. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.